Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the reservoir of a large volume infusor. This was observed after compounding with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between the dates of 10/14/2014 ¿ 10/15/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with a black mark noted on the reservoir. The reported condition was verified. However, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.